Event description:
A baxter (B)(4) from (B)(6) reported an incident of peritonitis. The patient was diagnosed with peritonitis on (B)(6) 2010. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient began remedial therapy with vancomycin (1gm, loading dose, ip), tezin (4.5gm, daily, IV) and unizox (1gm, daily, IV). Dianeal therapy was ongoing as well as remedial therapy with tezin and unizox. The peritonitis was resolving. No concomitant medications were reported. The nurse believed that the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.